Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received a 97 mg/dl higher scan result on the adc device compared to a 68 mg/dl obtained on the healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer fell out of the bed and experienced pain with the presence of deliriousness and was unable to self-treat. The customer had contact with an hcp who obtained a 53 mg/dl glucose test and provided apricot jam, sugar water, orange juice, 6 pcs of sugar and 6 tbsp of pasta for the diagnosis of hypoglycemia there was no report of death or permanent impairment associated with this event.